Event description:
When the device was used during a thoracic procedure, it was fired over the bronchus. The instrument fired but none of the staples formed. A different, like device was used and it fired properly. There was no patient consequence.